Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. Charred tissue particles were observed on the jaws. The heater wire on the hot jaw was slightly flexed at the tip but remained attached at the base and the tip of the jaw. The silicon insulation on the jaws were peeled and detached. The silicon was detached at the tips of the cold and the hot jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the switch lever was disconnected at the switch pivot and detached from the body of the switch. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and the analyzed failures " bent wire" and " peeled jaw" are confirmed. Specific actions for the reported failure mode are being addressed and maintained under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hempro while cutting and sealing branches, hemopro device did not deactivate and continued to stay hot. Facility changed out generator and cords during procedure but that did not help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hempro while cutting and sealing branches, hemopro device did not deactivate and continued to stay hot. Facility changed out generator and cords during procedure but that did not help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.